Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient was doing better with her pain, so the health care provider (hcp) lowered her dose starting ¿about¿ two years ago. The hcp eventually had lowered down the dose from 2.75mg per day to 0.75 mg per day. ¿about¿ a year ago when the patient was at 0.75mg a day the hcp took all of the medication out and put saline in the device. The patient then went through withdrawals at that time. It was reported the hcp had informed the patient and the reporter before he took out the medications that he expected the patient to go through withdrawals. The patient was treated for the withdrawals in the hospital. The reporter was not certain about the withdrawal dates but thought they occurred in (B)(6) 2012. The device previously delivered morphine and now delivered saline. Additional information has been requested, but was not available as of the date of this report.